Event description:
As reported: "the short alpha distal locking drill snapped at the tip during the drilling of the distal screws in a t2 alpha tibial nail."

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. H3 other text : device was discarded.